Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure) and displaying a patient circuit disconnect alarm was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
An authorized third-party service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure) and displaying a patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.